Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was replaced due to clavicular crush damage. The lead was surgically abandoned and successfully replaced. No adverse patient effects were reported.